Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they just had surgery on the 21st of july and they were sick and couldn't talk so they told the healthcare provider (hcp) that they would get back to them. The patient stated that in the device they were sick and their incision got infected so they were still sick and have an appointment with their surgeon on monday to see what was going on. The caller was redirected to their healthcare provider (hcp) to further address the issue.